Event description:
It was reported that the patient passed away. The cause of the patient¿s death, and whether it was related to the device or therapy, was not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established. The patient expired on (B)(6) 2018. The cause of death was unknown and was not provided by the account as the patient was not followed by their program at the time of death. The outcome was reported through an obituary. Hmii lvas, serial number (B)(6), was not returned for evaluation. Review of the patient¿s history revealed no prior reported events while the patient was supported by (B)(6). The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists adverse events that may be associated with heartmate ii lvas, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02jan2013. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.